Event description:
Allegedly, eprd reported 11 new complications for advance® tibial inserts first revision (10 instabilities and 1 other). No further information was reported. This incident is capturing 10 instabilities.